Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d9: the complained was reportedly discarded and is not available to be retuned for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient¿s condition was reported as stable.

Manufacturer narrative:
This report is for an unknown tfn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent a revision operation to replace a fractured nail at the distal lag screw hole. The patient has had a non union. The nail was removed with no complications and the ria 2 was used to obtain bone grafts and freshen up fracture. The bone graft removed osteophytes, reduction was achieved and a trochanteric fixation nail advanced (tfna) was inserted with a screw. Concomitant devices: unknown tfn helical blade (part# unknown; lot# unknown: quantity: 1). Unknown tfn screws (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unknown tfn nail. This is report 1 of 1 for (B)(4).